Manufacturer narrative:
Evaluation summary: no sample was returned; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant surgery. The expected outcome with the refraction was over 2 diopters off target. Additional information has been requested.